Event description:
It was reported that a catheter issue occurred. The 15 mm x 3.50 mm target lesion was located in an 80% stenosed, moderately tortuous and moderately calcified right coronary artery. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, a device fracture was noted. There were no patient complications reported. The procedure was completed by using another of the same device.

Event description:
It was reported that a catheter issue occurred. The 15 mm x 3.50 mm target lesion was located in an 80% stenosed, moderately tortuous and moderately calcified right coronary artery. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, a device fracture was noted. There were no patient complications reported. The procedure was completed by using another of the same device.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspection revealed imaging core wind up with a coiled drive cable near the lap joint section, and the imaging window was detached from the lap joint section, which was not returned for analysis. Based on this evidence, the as reported code of catheter damaged/defective is confirmed.